Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device primed and rewinds properly. Device is able to exit the load reservoir process noted. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor anomaly. Customer's blood glucose value was unknown. Customer stated that they went to rewind the insulin pump and it rewind complete but the motor was not moving. Customer stated they were unable to exit the load reservoir process. Customer stated that motor was not functioning as intended and will not rewind pump more than a fraction also rewind was complete and comes up immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.